Event description:
Event was reported to caldera medical by an attorney. The patient has suffered infection, vaginal pain, pelvic pain, urinary incontinence, erosion of mesh, painful intercourse, odor, and discharge. No further information has been provided.